Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during the case, after attempting to capture the lesion, the wand was removed from the patient and struts appeared deformed. There were no visible wire breaks. Additional information later provided: the surgeon was targeting the clips and reported both wires fractured on the intact wands; however, remained attached and nothing was left in the patient. The surgeon also confirmed the failure to capture the targeted tissue. A third wand was opened, and the struts were damaged prior to being used. The surgeon tried inserting the wand into the handle and fixing the struts, but was not successful. The generator was displaying a "wand error message." Investigation conclusion: the reported issue was confirmed. The leaves are buckled and curled outward and inward, within the multi-leaf element. There is one wire break, and there is minor fraying of the other four wires. There are no broken eyelets, however, there are two eyelets that are bent and folded over and all five wire knots are accounted for. In some areas of the wire basket the polyimide tubing insulation is degraded and melted and has lifted off the some of the stew leaves. Tissue and coagulum buildup on the stew and the confinement tip causes a change in the rf energy electrical path. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the stew and the confinement tip, rather than to the patient; it is probable the polyimide tubing insulation, trocar tip legs, and the confinement sleeve tip will degrade. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon was targeting the maker with the intact wand to remove the lesion and reported the wire on the device fractured; however, remained attached. This issue occurred a second time with an additional wand.

Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon was targeting the maker with the intact wand to remove the lesion and reported the wire on the device fractured; however, remained attached. This issue occurred a second time with an additional wand.